Manufacturer narrative:
The lot number was not provided, therefore, the device history could not be reviewed. The implant returned is white and in two pieces. Implant is broken at an angle, at about the distance where the driver tip ends when inside the cannulation. This condition has been observed in previous investigations where it was determined that the implant had not been inserted perpendicularly to the site, which could cause it to crack or break. Based on this investigation, this event may have resulted from the implant being damaged during the initial surgery. This could have further led a piece to separate and move out of the tunnel.

Event description:
Implant was noted broken post operatively, it moved out of the bone tunnel. A second surgery was performed to retrieve the entire piece. Additional information was requested but no further details have become available. This device is used for treatment.